Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced erroneous results after use. The following information was provided by the initial reporter: material no. 367983, batch no. Unknown. We are seeing background interference, possibly leaching from your materials, in our chemical assay. Customer called back and they stated that there is no mention of the gel on the sds for the tube. They are doing mass spec assay for polymer analysis and are seeing a positive bias in the blank. They think the gel is interfering with the analysis.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced erroneous results after use. The following information was provided by the initial reporter: material no. 367983, batch no. Unknown. We are seeing background interference, possibly leaching from your materials, in our chemical assay. Customer called back and they stated that there is no mention of the gel on the sds for the tube. They are doing mass spec assay for polymer analysis and are seeing a positive biais in the blank. They think the gel is interfering with the analysis.